Manufacturer narrative:
MDR 2517506-2019-00313 was filed on 08-aug-2019. Additional information (09-aug-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Instrument data files have been analyzed. Hsc reviewed the instrument calibration data and there was no indication of bias being caused by the calibration in use at the time of the event. The quality control values do not indicate a bias between the systems. No product non-conformance was identified with the assay or the instrument. The system is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same dimension exl with lm system and a lower result was obtained. The same sample was processed on an alternate dimension exl with lm and a lower result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I result.